Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. During use, air was clearly visible in the faradrive steerable sheath clear, no fluid was lost. The procedure was successfully completed with a different faradrive steerable sheath clear. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory it was further reported manual flushing was used and a pump was not involved. During aspiration, bubbles were observed in the tubing near the luer lock.

Manufacturer narrative:
Analysis of the returned sheath found the external valve torn on both faces which compromised the valves ability to seal pressure within the sheath.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. During use, air was clearly visible in the faradrive steerable sheath clear, no fluid was lost. The procedure was successfully completed with a different faradrive steerable sheath clear. No patient complications were reported. The device is expected to be returned for analysis.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. During use, air was clearly visible in the faradrive steerable sheath clear, no fluid was lost. The procedure was successfully completed with a different faradrive steerable sheath clear. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis. It was further reported manual flushing was used and a pump was not involved. During aspiration, bubbles were observed in the tubing near the luer lock.

Manufacturer narrative:
B.5. Describe event or problem - updated. D.4. Lot number, expiration date - updated. D.9. Device avail for evaluation, returned to manufacture date - updated. H.4. Device manufacture date - updated. H.6. Evaluation method, result, conclusion codes - updated. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.